Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to open. A field service engineer (fse) identified that the full height legacy drawer row e was not detected on the bus. Fse reseated the row board cable, cleared the pockets in row e, and the customer loaded the medication. Fse also verified the cable and pocket operations to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.